Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was backflow through three (3) clearlink continu-flo solution sets. The reporter stated that the sets allowed solution to backflow from the secondary set into the drip chamber and primary bag ¿due to a defective check valve¿ on the primary set. This occurred during testing of the sets. There was no patient involvement. No additional information is available.